Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (bmt) reported blood leaking from the arterial side of a combiset bloodline. The tubing was located after the blood pump. Upon follow-up, the bmt stated a blood leak occurred from the red t-junction connector near the end of treatment. The machine, a 2008t, alarmed with an arterial blood leak alert. Per bmt it was unknown what caused the connection to leak. A fresenius 2008t hemodialysis (hd) machine and fresenius dialyzer were being used during the incident. Blood test strips were not required or used. It was unknown if the patient's blood was returned from the arterial side of the set and the estimated blood loss (ebl) was unknown. Immediately following the event, the treatment was halted and the patient treatment was ended. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combiset was discarded and was no longer available to be returned for evaluation. Photos were provided for the investigation.

Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. However, picture and video were received from the customer. It could be confirmed a leak from the red "t" connector assembled to the main line. The reported event was confirmed in accordance with the picture received. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
A user facility biomedical technician (bmt) reported blood leaking from the arterial side of a combiset bloodline. The tubing was located after the blood pump. Upon follow-up, the bmt stated a blood leak occurred from the red t-junction connector near the end of treatment. The machine, a 2008t, alarmed with an arterial blood leak alert. Per bmt it was unknown what caused the connection to leak. A fresenius 2008t hemodialysis (hd) machine and fresenius dialyzer were being used during the incident. Blood test strips were not required or used. It was unknown if the patient's blood was returned from the arterial side of the set and the estimated blood loss (ebl) was unknown. Immediately following the event, the treatment was halted and the patient treatment was ended. The bmt confirmed there was no patient injury, no adverse effects were experienced, and no medical intervention was required as a result of the reported event. The combiset was discarded and was no longer available to be returned for evaluation. Photos were provided for the investigation.